Manufacturer narrative:
The user facility did not involve the local dräger s&s organization into examination of the device and potential repair measures since the device is not under a service contract. Upon dräger's request for further information, it was responded that no additional details can be provided. The lack of information does not allow a case-specific evaluation. Since a complete shut-down was reported, a causal connection to loss of electrical power seems to be likely. Under consideration that this is a correct assumption, it can be concluded that the event was not related to a single fault condition. The device is equipped with an internal battery that serves as a fail safe mechanism for mains power losses. With a fully charged battery in good condition, the minimum runtime is 30 minutes. The battery condition shall be checked in regular intervals, a preventive exchange is recommended in an interval of two years. The device is nearly six years old and, the state of preventive service measures is unknown to dräger. The device may have been put into operation with a depleted/overaged battery - if so, a loss of mains power will then lead to complete shutdown immediately. There are however other scenarios imaginable and, a differentiation is not possible since the exact type of alarm was not transmitted and no log file or other information was made available which would enable a deeper investigation. It can finally be concluded that the device responded as intended upon an error condition of unknown origin - an alarm was posted to alert the user to the shutdown. In switch-off state the airway system is open to ambient to enable spontaneous breathing. H3 other text : device not available for evaluation.

Event description:
It was reported that the device suddenly alarmed during patient use and shut-down. As per report, the user replaced the device and, no patient ocnsequences have occurred.